Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call, the sensor was broken. The electrode was pulled back into the sensor upon insertion and it didn't initialize. Customer's father agreed to return the sensor for further analysis.